Manufacturer narrative:
(B)(4) . Concomitant medical product: unknown biomet tibial tray. Unknown biomet femoral component. Unknown biomet patella. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent left knee arthroplasty and subsequently is experiencing pain behind knee. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. The complaint was unable to be confirmed with review of x-ray/patient operative reports and associated information. Review of DHR and deviation history identified no manufacturing deviations or anomalies. Root cause was unable to be determined with the information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Concomitant medical products: vanguard femoral components left, catalog # 183070, lot # 413650; biomet cc tibial tray 79mm, catalog # 141235, lot # j3925185; biomet cobalt bone cement, catalog # 402283, lot # 959640.

Event description:
It was reported patient underwent left knee arthroplasty and subsequently is experiencing pain behind knee. The patient fell four months post operation.